Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 18:19:49. During night drain cycle three, the patient's ultrafiltration reading was 2193ml, indicating the patient drained 2193ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was one or more cycles advances to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.